Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump sometimes did not do bolus properly and pump was not giving missed bolus alarm. Customers mom stated that there was too many button presses for a bolus delivery. She stated that sometimes her daughter was not able to complete all the button presses for a bolus delivery which causing her blood glucose to go high. Customer reported that the insulin pump had unexplained no insulin delivery alarms. No harm requiring medical intervention was reported. The device will not be returned for analysis.